Event description:
It was reported that the pump touch screen was missing pixels. There was no reported adverse impact to the blood glucose level. Customer continued to use the pump for insulin delivery.